Manufacturer narrative:
All operating currents were within specification and the off no power alarm functioned properly. No frozen display was noted. No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error and the device was frozen. The customer's blood glucose was 300 mg/dl. The customer was at the gym. The discontinuation of the device was advised. Nothing further was reported.